Event description:
B.braun primary IV tubing was "too short to fit into infusion pump correctly". Tubing not used for infusion and sequestered. Tubing evaluated by facility biomed and noted to be short. FDA safety report ID # (B)(4).